Event description:
Patient with unresectable hcc and cirrhosis received 57.4 mci therasphere via right hepatic artery in 2001. During extended recovery after treatment, patient complained of abdominal pain and was given 2mg IV mso4. Patient did not have complaints of pain prior to receiving therashere. Due to close timing of this toxicity to therasphere treatment, it is not possible to exclude treatment as a possible cause of this toxicity.